Event description:
We had a patient who had been on the disposable leads for a couple of weeks, and they all of a sudden stopped working. The registered nurse and assistant fiddled with it for a while, changed the leads, etc. And finally got it to work. At the same time, we had a patient come out of the operating room, and when the staff went to hook the disposable leads to the patient, they did not work. There was a mostly flat line on the screen, mixed with a condensed waveform that resembled a big line which did not read any heart rate. They tried a second set of the disposable leads, and had the same problem. They put the patient back on our old lead set. The assistant did notice that the 2 sets they tried on the or patient were from the same lot number. We pulled all of those from the shelf. We tried a different lot number set on the patient this morning, and that set is working fine. The lot number is: # 216155.